Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/21/2013 with the following findings: pump booted to the verify screen with no issues. A rewind, load and prime sequence was successfully performed on the pump. The black box showed unusual fluctuation of the voltage on (B)(6) 2013. The pump was tested with an external power supply and idle, sleep, rewind and load currents all are within specification. No overheating was duplicated during testing. There was no evidence of loose components or moisture contamination identified inside pump. In conclusion, the complaint was verified in the black box but could not be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that their pump became hot to the touch after alarming the user to a low battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.